Manufacturer narrative:
Product analysis: manufacturer's analysis was unable to confirm the customer comment that the programmer stylus would not calibrate and the radiofrequency head was not working. The stylus calibration and interrogation with the head passed incoming inspection. It was indicated that a software error was found in the programmer's history and that the label on the bottom of the head was missing. The programmer was repaired and returned to service. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer stylus would not calibrate and that the radiofrequency head was not working properly. The programmer was returned for service. No patient complications have been reported as a result of this event.